Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer is showing as offline. The customer reported that there was a 30-40 min delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was showing as offline. A field service engineer reseated the cables and performed a full restart to resolve the issue. The system functioned as intended after the field service engineer repaired the device.